Event description:
Writer performed plateau pressure, the screen on ventilator froze--screen went black---writer started bagging patient-- ventilator turned off on its own. Pt was not affected. Ventilator was sequestered and is in biomed. Per report: screen froze, then went blank and ventilator turned off. Rt at bedside and witnessed this event first hand. Rt was able to take patient off ventilator and immediately begin bagging. No untoward effect to patient. Per biomed, ventilator logs are being interrogated by manufacturer.